Event description:
New information received notes that programming change was made. The patient's condition was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that when the patient presented in clinic for a follow up, atrial lead noise was observed. No programming change was recommended since the noise amplitude was too large. The lead will continue to be monitored. The patient was stable.